Event description:
It was reported that the patient had a micl 12.6 implantable collamer lens implanted in left eye in 2008. As part of the micl postmarket study, the patient reported a slight development of a cataract, space between the lens and corneal closer than normal. The surgeon was contacted and said the patient was informed prior to surgery that his age was not within the protocol for icl and the development of a cataract was likely, due to his age. The patient preferred to proceed with the surgery. The surgeon said the outcome of the surgery was good but he hasn't seen this patient in over a year. We were referred to his current physician for follow-up. Further information was requested but not yet forthcoming. If any additional information is received, a supplement medwatch form will be submitted.

Manufacturer narrative:
Evaluation: a work order search was conducted and there was one similar complaint found.